Event description:
A 3-level click'x construct, implanted about one yr ago, failed. The l3 3-d head on one side was allowing the rod to move in and out. During the revision procedure, the entire click'x construct was removed and replaced with a pangea construct.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.